Manufacturer narrative:
The events of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:"capsular fibrosis" baker grade unknown.

Event description:
Patient reported "capsular fibrosis" baker grade unknown and "tension, muscle pain in the thorax area and back area and stinging chest pain." The device status is unknown. This record relates to the left side.